Event description:
Sorin group received a report that, during setup, the perfusionist noticed that the custom perfusion pack contained a 4:1 cardioplegia set instead of an 8:1 cardioplegia set called for in the spec. The 4:1 cardioplegia set was replaced with 8:1 cardioplegia set from the shelf prior to any pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group received a report that, during setup, the perfusionist noticed that the customer perfusion pack contained a 4:1 cardioplegia set instead of an 8:1 cardioplegia set. The cardioplegia set was replaced with an 8:1 cardioplegia set from the shelf prior to any pt involvement. A review of inventory found that only one lot was built under the incorrect spec and all inventory from that lot was sent to this customer. The customer has been provided with replacement cardioplegia sets to replace the cardioplegia sets for all remaining affected product. A review of the spec for this custom perfusion pack found that the spec called for the incorrect cardioplegia set. Further investigation revealed that this was caused by an error on the part of the individuals responsible for creating and reviewing the spec. In order to prevent a re-occurrence of this issue, the individuals responsible for the creation and review of the spec have been re-trained. This is an isolated event occurring at only this hosp. No further action is deemed necessary at this time.